Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the patient experienced discomfort at the pocket site. It was noted there were no known environmental, external, or patient factors that contributed or led to the issue. There was no known troubleshooting or diagnostics performed relevant to the event, but a pocket revision was performed and the issue was resolved. The patient's status was alive with no injury. No further complications were reported or anticipated.